Event description:
The customer's husband stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 1050 mg/dl. The customer's husband reported that the insulin pump alarmed no delivery prior to the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. A manual prime was performed without the reservoir inside the insulin pump, and no alarms occurred. The customer's husband did not have any additional supplies to perform further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.